Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous mid left anterior descending (lad) coronary artery. The lesion was pre-dilated with a 1.5x12 mm trek balloon and the 2.5x28 mm xience alpine stent was deployed at 10 atmospheres (atm). Post-dilatation was performed with a 2.5x12 mm nc trek balloon at 16 atm and a distal edge dissection was noted. A 2.5x15 mm xience alpine stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.